Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed based on the customer provided photo, which displays the anchors loose from the ar-4501 assembly. The most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion and/or excessive force used during insertion. No change in harm was identified.

Event description:
It was reported that during a procedure, when the surgeon was placing the second anchor and went to removed the device, both anchors came out completely. The case was completed by using a new ar-4501. Image attached.